Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system would not boot up prior to a case. The case was completed with another system. No patient injury was reported.